Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with non bsc catheter. A main coil was found stuck inside the non bsc catheter. The main coil was found kinked and stretched. The interlocking arm of the main coil was detached. The microcatheter was necessary to cut in order to release the main coil. Microscopic inspection was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm of the main coil was detached. Dimensional inspection of the main coil that could be measured were performed and verified with specifications.

Event description:
Reportable based on device analysis completed on 21jan2020. An interlock 0.035 was received with no reported issues. However, device analysis revealed a detached interlocking arm.